Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coil 400''s (pc400''s). During the procedure, the physician advanced a non-penumbra microcatheter towards the iia, then introduced the pc400 introducer sheath into the hub of the microcatheter and seated it in the hub taper. While attempting to advance the pc400 out of its introducer sheath and into the microcatheter, the physician encountered resistance and was unable to advance the coil any further through its sheath. Therefore, the introducer sheath containing the pc400 was removed and the procedure was successfully completed using three new pc400''s and the same non-penumbra microcatheter. There was no report of an adverse effect to the patient.